Event description:
It was reported that the physician felt some resistance during advancement and retraction of the delivery sys. Reportedly, the stent was deployed at the treatment site within the right superficial femoral artery. Upon withdrawal of the delivery sys, it was observed that approx one cm of the proximal tip of the stent was detached. It was removed with the delivery sys. The rest of the stent remains implanted. It was reported that there was no clinical consequence for the pt.

Manufacturer narrative:
This event is being reported because this device is the same or similar to one marketed in the united states PMA # (B)(4). The lot number for the device has been provided. A review of the device history records is currently being performed. A portion of the stent remains implanted. The sample has been returned to the MFR for eval. The investigation is currently underway.